Manufacturer narrative:
The camera was returned to the regional repair center. The technical evaluation confirmed the customer reported issue as there was no image displayed due to a faulty cable unit. A visual inspection revealed a deep cut on the sheath of the cable. Additionally, due to no image, the white balance couldn¿t be properly adjusted as usual; therefore, an error message e311 was displayed on the monitor. This product was sold in february 2018 and has never been repaired since. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed by the biomedical engineer at the user facility that the customer high-definition camera head reportedly had "no normal image on screen, only white background" during pre-inspection testing for a same day surgery procedure. Another camera was used to complete the procedure. No patient injury or harm was reported. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a damaged cable unit. The specific root cause of the damaged cable unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.